Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803 for the first mantis clip, and 3005099803 for the second mantis clip. It was reported to boston scientific corporation that two mantis clips were used during a procedure performed on (B)(6) 2024. During the procedure, the mantis clip was noted to be harder to release than usual. It was unable to release with the handle but was able to release by pulling the scope. This happened again during the same procedure with a second clip. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: investigation results: the returned mantis clip device was analyzed, and during visual inspection, it was found that the device was returned without the clip assembly with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. Investigation found that the clip was returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803 for the first mantis clip, and 3005099803 for the second mantis clip. It was reported to boston scientific corporation that two mantis clips were used during a procedure performed on (B)(6) 2024. During the procedure, the mantis clip was noted to be harder to release than usual. It was unable to release with the handle but was able to release by pulling the scope. This happened again during the same procedure with a second clip. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.